Manufacturer narrative:
Philips service replaced cube cvfd-5 assy, mpd control unit, power on circuit, and sib_x board, and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray generator communication issue caused fluoroscopy failure on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.